Manufacturer narrative:
The unit has not been returned for evaluation. If any new information is discovered, a followup report will be submitted.

Event description:
This report was originally submitted on 07-20-2017, and is being resubmitted on 03-06-2020 as the original submission failed to go through. Dycora transitional health suffered a fire loss on (B)(6) 2017 at its building located at (B)(6). The occupant was not present in the room when the fire ignited. He had last been in the room approximately one hour prior to the fire. The investigation into the cause of the loss is continuing. During a preliminary investigation, a certified nurse's assistant confirmed that the oxygen concentrator in the room was not left on at all times. She stated that it was turned on as needed. She did not know if it was on at the time of the fire. There was no evidence of smoking materials in the room. The oxygen concentrator was placed in its approximate original position next to the headboard of the bed. It was observed that it had sustained fire damage to the top of the unit where the cannula attaches to the unit.